Manufacturer narrative:
The customer reported that they have a non invasive blood pressure (nibp). Customer stated that they see an icon for an alarm but they do not have any audio for it. They reported that they saw alarms like "check electrodes" and "nibp alarm" without getting in audible alarm from the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 02/12/2021 emailed the customer via (B)(6) for all the information : no reply was received.

Event description:
The customer reported that they have a non invasive blood pressure (nibp). Customer stated that they see an icon for an alarm but they do not have any audio for it. They reported that they saw alarms like "check electrodes" and "nibp alarm" without getting in audible alarm from the central nurse's station (cns). No patient harm was reported.